Event description:
It was reported through a legal event that a (B)(6) female patient plaintiff underwent a primary ventral hernia surgery on (B)(6), 2015. During the surgery, plaintiff¿s surgeon implanted a strattice mesh lot sp100019-098, catalog 2540002 in her. After surgery, the patient returned to the hospital on (B)(6) 2015 and was diagnosed with a bowel obstruction, several serosal tears, and abscess of strattice mesh and had an infected unincorporated mesh removal.

Manufacturer narrative:
Internal investigation into strattice lot sp100019 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 4/27/2022, of the 197 devices released to finished goods for lot sp100019, 182 have been distributed with 109 reported as implanted. Based on our internal investigation with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.